Event description:
A potential product issue has been reported internally with our artiste mv linear accelerator. In the abundance of caution this issue is being reported. The site has reported at least 2 occurrences where the dose did not record in lantis and they got no failed n/wjobs or notifications asking for manual recording. The first occurrence was (B) (6) and the second was (B) (6). On (B) (6) there were some interlocks during treatment, but they were able to proceed by just following the prompts on the screen. On (B) (6) the pv beam (cb) recorded while tx beams did not. On (B) (6), the 3rd of the tx beams recorded while the cb did not. This MDR is for the event on (B) (6), 2009. Further investigation required. For a preliminary or final risk assessment, further investigation results regarding the cause and risk coverage is required. Corrective action is pending final investigation. No injury has been reported.